Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-03091. It was reported the patient experienced ineffective stimulation due to the lead migration. A sjm representative tried reprogramming to no avail. Subsequently, surgical intervention was taken on (B)(6) 2016 wherein one of the leads was repositioned which resolved the issue. Reportedly, effective therapy was restored postoperatively. It is unknown which lead is related to the issue. Therefore, all the possible devices are being reported.